Event description:
The client's complaints are: the unit doesn't start from time to time and it isn't possible to calibrate flow sensor. They tried to calibrate more than 10 different flow sensors form different deliveries (155362, 282049 and 950185). The results of diagnostics: msp160565 rev/04 (serial number (B)(6)) is broken - there isn't boot up progress bar during start up but only "mamilton medical" display and uninterrupted loud alarm. Msp160300 rev/01 (serial number (B)(6)) is also broken - the data from paw pressure sensor is unstable during zero calibration and varies greatly during quite low level of mechanical vibration.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use. The root cause was determined to be defective esm board. In consequence esm and qvent were replaced. There was no patient or user harm.